Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height drawer 6 had failed to close. A field service engineer (fse) inspected the machine and replaced the defective inseparable component. After the repair, the customer tested the station and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system auxiliary drawer had failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.